Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that a power on reset was seen when the patient was attempting to check their setting. It was an informational por. The power on reset was successfully cleared during the call. Therapy was turned back on but it was unknown if therapy was adequate. The patient was able to clear the por and turn the implantable neurostimulator (ins) back on but stated that their back had really been hurting them and they noticed that they had lost stimulation sensation so they had gone to check the settings which was when they had seen the por. It was unknown if the ¿back hurting¿ issue had resolved when the ins was turned back on. The back pain had occurred on (B)(6) 2016. The loss of stimulation and por occurred on (B)(6) 2016. It was reported that the patient had been really sick with a cold. It was confirmed that this was not device related.

Event description:
Information was received indicating that the circumstances leading to the patients back pain was a change in the device programming. The patient called manufacturer support to reprogram their device to resolve their back pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.